Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the issue occurred several times a day beginning one month prior to the date of complaint. The reporter noted that the issue had occurred with multiple cartridges from different lots and that there was no damage or trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. A review of the pump¿s black box revealed no related issues. The pump successfully performed a prime sequence and was exercised for 24 hours without issue. The force sensor was found to be properly calibrated. There was no damage or defect to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.